Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. During the follow-up, t-wave oversensing was observed via stored electrograms. Programming options were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.